Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly that happened during normal use. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was informed that the product would be replaced, and to return the malfunctioning product back for analysis.

Manufacturer narrative:
All buttons functioned properly. The keypad connector was inspected and it was properly connected. The pump was received with a cracked keypad overlay at the center circle button, a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window. The pump passed the leak test as well as the displacement, rewind, seating and basic occlusion tests.